Event description:
Customer reported the right monitor would intermittently dim. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced a faulty monitor. Sys operates as intended.